Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter alleged obtaining the results of 396 mg/dl, 155 mg/dl, 214 mg/dl and 145 mg/dl back to back within 10 minutes on the compact plus system. Reporter stated that he took his humalog insulin two hours before the readings. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.